Event description:
Doctor reported "dysphagia". Revision surgery was performed with replacement lap-band ap system.

Manufacturer narrative:
Taper ii. (B)(4). The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat. Dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."